Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned pcb 2cm device. The balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to a encore inflation unit and positive pressure applied when liquid was noted escaping from a tear in the balloon material. A visual and microscopic examination of the balloon identified a longitudinal tear in the balloon material beginning approximately 7mm distal to the distal edge of the proximal markerband and extending distally across the balloon material for approximately 14mm. The balloon material was also noted to be torn circumferentially. The circumferential tear was approximately 3mm in length and located approximately 7mm distal to the distal edge of the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm (atmospheres). A visual and microscopic examination of the device identified that one of the blades had completely detached from the balloon material. The detached blade was not returned for analysis. The pad was intact and undamaged. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 6.00mm/ 50cm/ 2cm peripheral cutting balloon was selected for use. During shunt procedure, a pinhole rupture was noted on the balloon upon first inflation at 10atm. The procedure was completed with a different device. A blade detachment was observed when the device was looked at. The physician had not recognized the blade detachment or if any fragment was left inside the patient's body. No patient complications were reported and the patient was good.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred.   The target lesion was located in the mildly tortuous and moderately calcified vessel. A 6.00mm/ 50cm/ 2cm peripheral cutting balloon was selected for use. During shunt procedure, a pinhole rupture was noted on the balloon upon first inflation at 10atm. The procedure was completed with a different device. A blade detachment was observed when the device was looked at. The physician had not recognized the blade detachment or if any fragment was left inside the patient's body. No patient complications were reported and the patient was good.